Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
H6 correction: health impact code should have been 4629 ¿ device revision or replacement rather than 4628 - device repositioning.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-01939, related manufacturer reference number: 3006705815-2024-01941. It was reported that the patient's leads had high impedances and one lead migrated. Additionally, the patient experienced pain at the ipg site following weight loss. Surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced and the ipg was repositioned to address the issue. Therapy was restored post procedure.